Event description:
Info received indicates when the brake/steer pedal engages into brake, the casters do not hold in brake.

Manufacturer narrative:
The technician found the brakes will not lock every time they are applied due to a broken brake detent. He replaced the brake detent and rechecked the brake/steering for proper adjustment to repair the bed.